Event description:
The st. Jude medical field sales rep reported that the device was explanted when communication could not be established after multiple therapies had been delivered. It was also noted that lead noise was observed at explant.